Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-20 the pipeline flex with shield device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00430 2029214-2019-00431. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient was undergoing flow diversion of a large, partially thrombosed aneurysm of the left ica, on the c5. It was reported that two pipeline flex with shield devices did not open in the distal section. During both attempts, the pipeline was advanced into the medtronic microcatheter and placed distal of the aneurysm. At that point, the pipeline was deployed, and a large part of the device was unsheathed when the distal end did not open. The distal part of the pipeline was reported to have remained closed or partially closed no matter how many times it was manipulated. Since the pipeline did not have proper wall apposition, it slipped from the desired location several times. This led to the pipeline being re-sheathed multiple times. In the end, the distal part remained in-deployed and the pipelines were retrieved from the patient. The procedure was completed using coils. There were no reports of patient injury.